Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - a visual and microscopic examination of the device found the device was returned to the complaint investigation site with stent damage. Struts at the distal end of the stent were misaligned. The inner was kinked along its entire length particularly, distal to the port. The midshaft was kinked 30mm from the port. The hypotube was kinked along its entire length. This type of damage is consistent with excessive force being applied to the system. Solidified blood was present within the guidewire lumen, therefore indicating the device had been used in vivo. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure, the 2.5x12mm promus element stent would not cross the lesion. The 98% lesion being treated was located in the severely tortuous and severely calcified left anterior descending (lad) artery. The lesion was predilated with a 1.5x20mm maverick balloon. The physician attempted to place two 2.5x12mm promus element stents, but was unable to cross the lesion. The procedure was not completed. No patient complications were reported and the patient¿s status is stable. However, the product analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device